Event description:
It was reported that a malfunction alarm occurred with the customer's insulin pump, identified as malfunction code "malf 0." There was no adverse impact on the customer's blood glucose level, staying within a normal range. Tandem technical support decided to replace the pump and instructed the customer on handling the return process, including putting the pump into storage mode and using an alternative form of therapy, mdi, until the new pump arrived. The customer acknowledged and understood these instructions.